Event description:
It was reported that the user received a low glucose alert while active and fasting, with a blood glucose value of 58 mg/dl, and treated with oral glucose, after which blood glucose increased to 114 mg/dl. Symptoms included hypoglycemia. Outcomes included no long-term impairment and resolution following self-treatment. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction and no component failure; the event aligned with user factors such as missed meal and physical activity. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.